Event description:
First occurrence: the patient had an epoch (doxorubicin, etoposide/vepesid, vincristine sulfate) bag hung [redacted] at 1600 using icumedical primary plum set tubing with 0.2micron filter. On [redacted]-the following day around 0718 the rn went to a chemo handoff with the night shift rn and a small circle of chemo (<5ml) was found on the pad behind the inline 0.2 micron filter. The infusion was stopped, protective clothing was donned and infusion was disconnected from the patient (line was flushed) and entire setup was contained in a chemo bag to be returned to pharmacy. Pharmacy was notified as well as attending md. The infusion was restarted at 0926. Lot number provided 14573173 second occurrence: the patient had an epoch (doxorubicin, etoposide/vepesid, vincristine sulfate) bag hung [redacted] at 1844 using icumedical primary plum set tubing with 0.2micron filter, and on [redacted]-the next day around 1830 when the rn took the epoch bag down, the abd pad that was wrapped around the filter by the rn who hung the bag, was examined and it was noted to have 2 drops of chemo on the pad. The entire setup was put into a chemo bag and returned to pharmacy. Lot number provided: lot # 14445268.